Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-05043. It was reported the patient underwent a lead revision surgery due to loss of therapy from the supraorbital (off-label) leads. A sjm representative met with the patient and tested the lead impedances and found them to be high. The physician replaced both supraorbital leads. Effective stimulation therapy was reportedly restored postoperative. The patient was implanted with two supraorbital and two occipital leads (lot 3406153 (x2) & lot 3416797 (x2)) . It is undetermined which leads were the supraorbital placed leads, hence all possible devices are being reported.